Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room with symptoms of pre-syncope and bradycardia, upon device interrogation intermittent capture threshold issue and high out of range, low voltage impedance issue was observed on the rv lead. Physician temporarily reprogrammed the device. Patient was then brought into surgery for a lead revision. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.